Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown zimmer liner, unknown; unknown, unknown zimmer head, unknown; unknown, unknown zimmer cup, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01214, 0001822565 - 2018 - 01215, 0001822565 - 2018 - 01213. Discarded.

Event description:
It was reported that the patient's left hip was revised due to loosening and dislocation. All components were revised. No further information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that this device was not involved in the event. The initial report was submitted in error and should be voided, as this product did not malfunction or contribute to serious injury.